Event description:
It was reported that customer experienced ongoing, intermittent occlusions that led to an ER visit and hospital admission. Customer could not clarify exact date of event date but stated this occurred three times during the time period (B)(6) 2025. Customer's blood glucose (bg) level increased to 700 mg/dl with unspecified ketones level that a health care provider determined to be dangerous/life threatening. As a result, the customer visited the emergency room three times, and was hospitalized for durations ranging from one day to a week; however, the customer could not recall exact event dates or release dates. Customer received treatment that included IV fluids of saline and insulin and manual insulin injections once bg level was below 600 mg/dl which resolved the issue with no permanent damage. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. The customer changed cartridge and infusion set to address the issue. Customer ultimately reverted to an alternate method of insulin therapy.